Event description:
During fluoroscopy evaluation, externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.